Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via log files analysis. The heartmate mpu was not returned for analysis; however, a log file was submitted for review showed data from the reported event date (17dec2024 per timestamp). Loss of external power events associated with no external power, power cable disconnect, and low voltage hazard alarms were active from 00:36:17 ¿ 00:36:39 which appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active for the remainder of the log file. Multiple good faith efforts were sent asking if the ac power cord has a v-lock, if the cause of the loss of power is known, if the mpu was exchanged, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. A DHR review is unable to be performed due to no serial number being provided for the mobile power unit. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including power cable disconnect, low power hazard, and no external power. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer submitted log files for review. The log files captured a loss of power to the patient's mobile power unit (mpu) on (B)(6) 2024. The system continued to operate at the set speed and was briefly supported by the system controller's emergency backup battery (ebb) until external power was restored.

Manufacturer narrative:
D4: the device serial and lot numbers were not provided, and the manufacture and expiration dates (h4) could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.